Event description:
On 01-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3638h knotless hip fibertak's passing suture broke when traction was applied to advance the laser-marked suture. This was discovered during use with no patient harm. The case was completed using the fibertak suture with a pushlock anchor. Additional information was provided 14-apr-2026: it was further reported this occurred during a hip arthroscopy with anchor procedure and no case delay was experienced, and additional anesthesia was not administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.